Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up visit, device backup vvi mode was observed after a failed attempt of trying to implement the cybersecurity upgrade. A device download was performed successfully. Patient was stable.